Manufacturer narrative:
Analysis found no fault with the device. The customer's complaint could not be duplicated. The mainframe was cleaned and tested in accordance to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the mainframe was not working, tried changing out a new interface cable and still had issues. There was no patient impact reported.